Event description:
A doctor's office alleged that seven (7) patients had experienced a debonding of restoration after placement with the maxcem elite product. This is the fifth of seven (7) reports.

Manufacturer narrative:
Patient specifics with regard to age, gender and weight was not provided by the doctor. The doctor re-made and re-cemented the crowns for the patient, without further incident. To date, the patient is doing fine. An 'adhesive strength' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.